Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor triggered the threshold suspend when customer's blood glucose was 295 mg/dl and sensor glucose was 43 mg/dl. After troubleshooting, customer was advised that the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Evaluated one random opened/used sensor and did resistance test and sensor failed per specification.